Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown transmitter error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low transmitter battery. In addition, a transmitter failed error was found on a separate date 05/09/2020. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown transmitter error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low transmitter battery. In addition, a transmitter failed error was found on a separate date (B)(6) 2020. No injury or medical intervention was reported.